Event description:
Rptr stated that back to back tests performed on their surestep meter were 220 and 175 mg/dl (23% difference). No symptoms were reported. "Lsf" rep discovered that the meter is not cleaned according to MFR's product recommendations. There was no allegation of harm.